Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-en-y gastric bypass, when the device was inserted to into the abdomen after ¿pneumo¿ was established, the device got stuck on the trocar and it was sticking in the rubber portion of the device. It was difficult to remove. It helped when they added more lubrication. To complete the case, they continued to use the device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the trocar, cannula and circular seal appeared intact. The radially expandable sleeve was cut. The obturator was not received. A functional evaluation found that the device passed an air leak test. The cannula tip was checked with a pin gauge and was in spec. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut radially expandable sleeve may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.